Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump alarmed failed battery test. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the failed battery test. The customer confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the insulin pump but the customer received an unexpected restart error alarm. A self test was performed and passed. The time and basal settings were also maintained. However, the unexpected restart error kept recurring during normal use. The insulin pump was returned and replaced.